Event description:
The generator underwent product analysis where contaminants were found on the trimmed edge of the printed circuit board assembly (pcba) inside the generator, which created paths for current leakage. Electrical testing was performed on the pcba, and the pcba failed several electrical tests related to current consumption. After the trimmed edge of the pcba was cleaned and the contaminates were removed, the pcba passed electrical testing and performed according to functional specifications. Review of the programming data and product analysis of the returned generator confirmed that the generator exhibited premature battery depletion caused by the laser-routing manufacturing process. No further relevant information has been received to date.

Event description:
It was reported that this patient's generator was on the list of affected generators by the laser routing process. The generator was replaced and was presented a battery status of intensified follow-up indicator (ifi) = yes at the time of surgery. It was stated that since the replacement was performed within a short time of the patient's implant it was requested to further investigate premature battery depletion. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. The device met all specifications for release prior to distribution. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. The explanted generator has been received by the manufacturer and analysis is underway but has not been completed to date. No further relevant information has been received to date.